Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies)/ spinal pain. It was reported that there was poor communication. Patient stated they had surgery and had problems with the other surgery for 8 months and was just released. Patient stated this was unrelated to the pain stim therapy device. Patient stated she had not used therapy for 8 months because she didn't need it and because of the issues she had with her surgery. Patient stated she did not charge the neurostimulator (ins) during the 8 months that she wasn't using it. Patient was trying to charge her ins but it was not connecting to charge the ins today. Patient reported she last felt stimulation 8 months ago and last successfully charged 8 months ago. Additional information was received from the patient. The patient reported that no actions/interventions were taken to resolve the poor communication and loss of stimulation except calling her doctor. The patient reported that usually if she could talk to him, he had always been helpful and walked her through the problem. The patient reported that she reported that poor communication and loss of stimulation to her doctor and was getting it replaced. No further complications were reported.